Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy at the beginning of the calibration gastric tube, "antre gastrique" near duodenum, the device was unable to fire. The surgeon tried to fire the device, but it was difficult to open. The device got locked at the firing step. The issue happened twice with other 2 staplers. A new device was used to complete the case. The staple line was incomplete longer about 1.5 cm. There was unanticipated tissue loss (gastric tissue) as a result of this problem. The surgeon need to reduce the calibration tube and re-stapling deeper . There was permanent tissue damage as a result of this problem. The gastric lining was torn and the surgical time was extended 30 minutes or more due to product problem. The patient status : alive.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.